Manufacturer narrative:
(B)(4). A companion sample is being returned for evaluation and a lot number is provided.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set) occurred during use. One companion sample was received. Set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The technical service representative (tsr) reviewed the alarm log. The tsr reviewed the alarm with the hp. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that nothing was noticed with any of the supplies and new supplies were used to clear the alarms. The nurse was contacted regarding the event and the patient has since started putting heparin into the bags and that has cleared the alarm.